Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver displayed "hwbat, call your local dexcom representative". No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver charge and boot passed. The receiver download passed. The log was downloaded and reviewed finding firmware errors. Functional test was performed and it passed all tests. The receiver case was opened, and the internal visual inspection passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.